Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized due to the event and treatment was not reported. The cause of the peritonitis was unknown. On an unreported date, the patient recovered. The action taken with dianeal was not reported. Concomitant medications were not reported. The reporter did not provide an opinion of causality. Beginning on an unreported date, the peritonitis was treated with 1.5 grams of ancef ip daily for five days. On an unreported date, when the peritoneal effluent culture results were received, the patient received 1.5 grams of fortez ip daily for 21 days. The nurse stated that at the time of this report, the patient was recovering, which differed from her previous report that the patient had recovered. The nurse confirmed that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11e03018, h11d08119, and h11c20033 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.